Event description:
It was reported that the patient was seen in clinic and during the device check, the emergency vvi button was accidently hit. The patient felt funny but left the clinic. The patient came back later and the device was reprogrammed back to what they thought were the previous settings. The patient left again but ended up coming back later reporting a funny feeling in the chest. A device check was done and everything tested fine, however, the patient still feels ¿weird¿. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5568-53 implantable pacing lead 2004 (B)(6). (B)(4).